Manufacturer narrative:
UDI: (B)(4). The right ventricular (rv) lead will not be available for return. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with right ventricular (rv) lead manifested twiddler's syndrome. The physician decided to place a new lead as a precaution. Additional information indicates that the lead was discovered to be dislodged upon attempt to revise location and that the dislodgement was due to out-of-range (oor) in office measurements. Further, there was complete loss of capture because the lead was dislodged due to its retraction. This rv lead was explanted. No additional adverse patient effects were reported.